Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-00215. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010 and suture was used on the pt. When the surgeon pulled the needle-suture with all his force, the needle was broken. No needle fragment remained at the pt's body. There was no adverse consequence to the pt.